Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012825357 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, inverted array, a knotted array and guidewire lumen kink was observed. The guide wire lumen kink was 0.5 inches from the distal tip. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Insertion of the test guidewire failed due to the knotted catheter spiral array. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen. Electrical continuity test did not reveal any anomalies. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the reported knotted s piral array was confirmed through analysis. The loop catheter failed the returned product inspection due to the catheter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during catheter manipulation in the left atrium with the catheter pscc100 pulseselect, the catheter knotted and the wire went outside of the array. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.